Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1.5mg, intraperitoneal, every 5th day, discontinued) and meropenem injection (1gm, intraperitoneal, once daily, discontinued) for peritonitis. The reporter informed that the retraining has done for the patient and the caregiver. At the time of this report, the patient recovered from the events. Pd therapy was discontinued and the patient shifted to hemodialysis. No additional information is available.